Manufacturer narrative:
An investigation was performed and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results for a patient on the cobas® sars-cov-2 assay. At the end of (B)(6) 2020 a patient was initially tested for sars-cov-2. The customer states patient presented with (unspecified) symptoms of covid when sample was initially collected at the end of (B)(6) 2020. The hospital was not performing covid testing on the liat, the patient sample was immediately sent to the state cdc lab for testing, the sample tested positive for sars-cov-2. A customer from united states alleged discrepant results for one patient for potential false positive sars cov-2 target with the cobas® sars-cov-2 influenza a/b assay generated on the liat analyzer. The idexx labs opti-sars-cov-2 rt-pcr assay generated negative results. The patient was tested for sars-cov-2 on (B)(6) 2021 for admission to the hospital as part of pre-op. The customer does not know if the patient presented symptoms during these later sample collections. It is presumed that the patient was being tested for admission to hospital for pre-op. It is unknown what treatment the patient is seeking. The customer does not believe the patient has been in isolation since (B)(6) 2021. The patient was never admitted to the hospital. It is not typical to send the positive sars-cov-2 results to the cdc for confirmatory testing, however this is an unusual case where the customer still tested positive months after the initial infection. The customer does not know what platform the cdc used for the initial testing for this sars-cov-2 test. The customer stated this platform may have been different than the later platform the cdc used for sars testing. Patient sample was collected using 3ml utm tube and nasopharyngeal swab. The results were reported to the patient and medical personnel treating the patient. The customer confirmed that there was no allegations of harm to the patient.